Manufacturer narrative:
There was no pt involved with this concern. A medtronic rep soaked the instruments overnight and used a k-wire and hammer to remove all bone fragments from the taps. After removal of all bone fragments, the device was re-autoclaved. The instruments were then ready for use. The issue was found outside of surgery.

Event description:
A medtronic rep reported receiving a sextant navlock kit with bone caked in all of the taps. This did not happen in surgery and there was no pt present.